Event description:
It was reported that during a iliac stent placement procedure, guidewire breakage occurred. The lesion was located in the left superficial radial artery (sra). Access was obtained via the femoral artery. The physician attempted to advance the guidewire from the femoral artery to the iliac artery; however, the starter wire buckled before insertion into the patient. Therefore, the wire was removed and a similar guidewire was used to complete the procedure successfully. Upon closer examination, it appeared as though the core wire "snapped". The exterior coiling appeared to be the "only thing holding the wire together." There were no patient complications.